Event description:
It was reported that the right ventricular (rv) lead triggered an alert for sudden increased of the superior vena cava (svc) coil impedance to high levels. Additional information from the clinic confirmed that the patient was evaluated and nothing was able to be reproduced with pocket manipulation and isometrics. The incident appeared to be isolated and the patient will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).